Event description:
A consumer reported that after having bilateral intraocular lenses (iol) implanted, she has had halos and sunbursts around lights, which has interfered with her activities of driving and reading. Her doctor prescribed some "eye drops" that did not help. In a f/u, the surgeon clarified that the eye drops were an adrenergic agonist prescribed for glare, but they did not alleviate the symptoms. He also reported using an unqualified viscoelastic with the associated cartridge/handpiece combination. There are two medical device reports associated with this event. This report is associated with the left eye.

Manufacturer narrative:
Eval summary: the product was not returned. Results from the product history record indicated the product met release criteria. The customer indicated the use of an approved cartridge/handpiece combination and a viscoelastic not qualified for this lens/cartridge combination. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was rec'd on (B)(4) 2014. (B)(4).